Event description:
A surgeon reported that in two cases the trocar valves are not sealing during the procedures. There was no patient injury and the product sample was not kept.

Manufacturer narrative:
A device history record (DHR) review was conducted. According to the DHR review, two lots were reprocessed for anomalies that did not contribute to the customer complaint. No additional anomalies were identified. No additional investigation is required based on DHR review. A complaint history examination indicates this is the ninth complaint against the components of the reported final lot. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).